Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was not delivering insulin properly due to elevated blood glucose levels. No numbers were specified and no symptoms were reported, which does not meet animas¿ criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 04/15/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following results:a review of the delivery history showed that the last basal delivery was on 02/05/2014 at 4:53 pm. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump was exercised for 24 hours on a 1 unit per hour basal rate; the pump reflected 24 units at the end of the exercise. The pump was found to perform within specifications.